Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged as noted during an x-ray procedure. The revision of the lead was to be determined. As of this time, the lead remains in service. No adverse patient effects were reported.